Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was not beeping anymore like it did. An auto test was performed and the insulin pump had alarmed a pump error. The customer's blood glucose level was 2.5 mmol/l. The insulin pump did not pass the self-test and the insulin pump alarmed a pump error again. The customer was advised that the device would be replaced to return the product for analysis.